Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead full as returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the lead tip was bent. It was noted that the physician deformed the lead tip while pushing the lead into the sheath. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.